Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a clutch treverse error. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
One device was returned in good condition with no appearance of any physical damage. Error log history showed check clutch plunger lever. Check error was found during occlusion test. Cause of primary problem was combination of lead screw and both clutch halves were old, dirty and worn out due to normal wear. Lead screw and both clutch halves were replaced to resolve the problem. Device passed all the functional tests.